Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a veterinary tibial plateau leveling osteotomy (tplo) surgery on a canine, it was observed that the quick coupling device was making a "metallic noise" internally when attached to the driver device and spinning. There were no delays to the planned surgical procedure. A spare device was not available for use. There was no human patient involvement as the device was used in a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device was making an unusual noise when running, there was corrosion found inside the unit and the bearings and seals were worn. The assignable root cause was determined to be due to wear on components from repeated sterilization and use over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.